Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose 500 mg/dl on (B)(6) 2018 at 6:50 pm. Customer did not mention any symptoms. Blood glucose value when admitted to hospital was 500 mg/dl. Customer blood glucose reading for time of the incident was unknown. Customer also had 400 mg/dl blood glucose reading customer current blood glucose reading was unknown. Customer was treated with IV fluid. Customer did not perform carelink upload. The drive support condition was not mentioned. Customer did not perform high pressure test. Products will not be returning for analysis. The customer was not using auto mode feature during the serious injury.